Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent in a graft to the peroneal just above anastomosis exhibiting 80% stenosis and little vessel tortuosity. The device was prepped as per IFU and inspected with no issues noted .negative prep was performed with no issues noted. It was reported that the stent fractured proximally and the detached portion of the device remained in the patient. Angioplasty was performed to the suspected stent fracture site in order to then put ivus in to assess. Ivus indicated the stent was fractured. A new 3.5 x 15 resolute stent was placed over the fractured portion of the 2.25 x 30 resolute stent. No further patient complications were reported.

Manufacturer narrative:
(B)(4).